Manufacturer narrative:
Customer stated that urine pots are lined up to be tested introducing human error risk. Training concern was raised as the user may not be competent in proper use of the device. It was stated that the operator does not have a training record for this analyzer. No other issues raised by the customer. Siemens has requested return of reagent for further investigation. Cause of event is not known. Note: it was unknown which analyzer gave the false negative result 316381 or 316386. Therefore, both sn were included in this report.

Event description:
The customer reported that they received two false negative hcg results compared to retesting on an unknown laboratory instrument. The patients' pregnancies were confirmed from required blood tests. There is no report of injury due to this event.

Manufacturer narrative:
Siemens completed the investigation of the false negative results from hcg results. The investigation was unable to reproduce the customer's complaint using the returned reagent. Customer states that quality control is passing, and they are operational. The cause of the event is unknown. No product problem identified.